Manufacturer narrative:
(B)(4). One (1) viper cortical fix 7x40mm screw was returned for evaluation. Visual examination of the fractured screw at the macroscopic level revealed that the screw broke at the screw shank, approximately 20 mm from the screw¿s sphere. The second half of the screw shank was not provided for analysis. The optical image of the fractured surface on the returned sample exhibits two surface morphologies, which implied that the fracture first propagated and then full breakage took place presumably when the strength of the remaining region did not have the strength to bear the load. The fractured surface also exhibits minor scratches and smooth shiny areas indicative of two surfaces rubbing against each other post-fracture. No material defects or other abnormalities were observed in the analysis. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause cannot be determined for the viper 5.5 cortical fix 7x40mm cannulated screw breakage. However, fracture analysis report suggests that the fracture first propagated and then full breakage took place presumably when the strength of the remaining region did not have the strength to bear the load. The fractured surface also exhibits minor scratches and smooth shiny areas indicative of two surfaces rubbing against each other post-fracture. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon notified me "we would explant and revise due to "broken screw."" Patient received CT scan in may which revealed broken screw on right s1 pedicle screw at the distal position. No history of fall or trauma.